Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a technical support specialist checked medbank myqlink mql and confirmed there was no transaction recorded for the medication remotely accessed the cabinet found it on the login screen logged in and inspected all zones and drawers with no issues identified then asked customer to attempt the dispense again and the drawer and cubie opened normally. No issues were found with the drawers or zones and the problem did not reoccur during subsequent dispensing. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open when the user was trying to issue a medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.